Event description:
It was reported that this right ventricular (rv) lead was suspected to have fractured. Surgical intervention was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported. The rv lead is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.